Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported reset event was confirmed in the laboratory. Analysis of the device image revealed that the device went into backup vvi mode due to a power on reset. Por was the result of battery depletion. The device was cut open for further investigation and was testing in the ate system. No anomaly was detected and the device met all of the test specifications. The inappropriate therapy was believed to be caused by the lead fracture which was detected by the fluoroscopy completed in the field.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. Upon interrogation, the device was observed to be in hw reset mode. Lead noise was also noted via psa. Fluoroscopy revealed lead fracture at the yoke of the lead in the rib-clavicle area. The lead was capped, and the device was explanted.